Event description:
(B)(4) study. It was reported that during a coronary artery stenting treatment procedure a dissection occurred. The 90% stenosed target lesion was located in the proximal left circumflex artery (lcx). The reference vessel diameter was 3.0mm and the lesion length was 15mm. The target lesion was predilated with a maverick2 balloon catheter and a mild linear dissection occurred. A 3.0 x 16mm study stent was implanted with 0% residual stenosis. The patient was discharged the following day on aspirin and clopidogrel.

Manufacturer narrative:
(B)(4). The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4).